Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump time was off and the battery shows it's full when it was not. The insulin pump would timed out and had a blank screen. Customer had a high and low blood glucose events and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit had unresponsive buttons due to flattened esc, act and down buttons dome switch. No unlocked liquid-crystal display keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test and displacement test or verify time/clock anomaly due to unresponsive button.